Event description:
It was reported that the patient presented to the clinic experiencing muscle stimulation. Upon interrogation, the right ventricle (rv) lead exhibited failure to sense and failure to capture, while the atrial (ra) lead showed undersensing and failure to capture. Further examination confirmed that both the ra and rv leads were dislodged, as verified by x-ray imaging. The physician proceeded to reposition both leads on (B)(6) 2025. The patient was in stable condition.